Event description:
Additional information stated, the patient had bladder pain caused by allergies, urinary tract infections and chronic urinary retention. It was reported the patient's device "worked well" for the chronic urinary retention. It was also reported "a while back" the patient had excruciating bladder pain and the patient programmer told the patient the device was on and the correct program was selected. The patient went to their healthcare provider and it was reported three of the four programs on the device were "not working" and the patient was in chronic urinary retention.

Event description:
It was reported that an implantable neurostimulator (ins) and a lead had been explanted. The ins was replaced due to a premature battery depletion and the lead was replaced due to high impedance issue, impedances > 4000 ohms had been noted. Patient status at the time of this report was noted as alive with no injury/no adverse event. There were no patient symptoms/injuries related to this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v260970, implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy127903h) showed no anomaly found. Final analysis of lead model 3889-28 (lot # v260970) showed lead body conductor broken at or near tines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.